Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a low air leak message. At the time of the call, the patient was in the cooling phase of therapy. The patient temperature was 35.4°c and the water temperature was 4.9°c. The nurse tried disconnecting and reconnecting the pads, which provided a flow of 1.7 lpm. There were 5 pads in use; a set of small pads, and one universal pad. It was unable to be determined which pad caused the air leak. After the call, the air leak message returned and the nurse replaced the small pads with a new set of small pads. The air leak remained; therefore, the device was replaced with a second arctic sun device. With the change of the device, the flow rate settled at 2.8 lpm and the patients temperature was 34.0°c. The air leak message did not return. Therapy was resumed on the second device without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a low air leak message. At the time of the call, the patient was in the cooling phase of therapy. The patient temperature was 35.4c and the water temperature was 4.9c. The nurse tried disconnecting and reconnecting the pads, which provided a flow of 1.7 lpm. There were 5 pads in use; a set of small pads and one universal pad. It was unable to be determined which pad caused the air leak. After the call, the air leak message returned and the nurse swapped the small pads to a new set of small pads. The air leak remained; therefore, the device was swapped for a second arctic sun device. With the change of the device, the flow rate settled at 2.8 lpm and the patient temperature was 34.0c. The air leak message did not return. Therapy was resumed on the second device without further issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a low air leak message. At the time of the call, the patient was in the cooling phase of therapy. The patient temperature was 35.4°c and the water temperature was 4.9°c. The nurse tried disconnecting and reconnecting the pads, which provided a flow of 1.7 lpm. There were 5 pads in use; a set of small pads, and one universal pad. It was unable to be determined which pad caused the air leak. After the call, the air leak message returned and the nurse replaced the small pads with a new set of small pads. The air leak remained; therefore, the device was replaced with a second arctic sun device. With the change of the device, the flow rate settled at 2.8 lpm and the patients temperature was 34.0°c. The air leak message did not return. Therapy was resumed on the second device without further issues.

Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. During the visual inspection, there were no obvious defects found in the pads returned. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 5.09 l/min m2 of flow rate were registered during the test; left thigh pad: a total of 3.67 l/min m2 of flow rate were registered during the test; right chest pad: a total of 4.61 l/min m2 of flow rate were registered during the test; right thigh pad: a total of 4.37 l/min m2 of flow rate were registered during the test. According to the test method performed, the flow rate was found to be acceptable for the pads. Per specification, the flow rate for this product must be above 2.4 l/min m2. The reported event was unconfirmed as the product met specification. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a low air leak message. At the time of the call, the patient was in the cooling phase of therapy. The patient temperature was 35.4°c and the water temperature was 4.9°c. The nurse tried disconnecting and reconnecting the pads, which provided a flow of 1.7 lpm. There were 5 pads in use; a set of small pads, and one universal pad. It was unable to be determined which pad caused the air leak. After the call, the air leak message returned and the nurse replaced the small pads with a new set of small pads. The air leak remained; therefore, the device was replaced with a second arctic sun device. With the change of the device, the flow rate settled at 2.8 lpm and the patients temperature was 34.0°c. The air leak message did not return. Therapy was resumed on the second device without further issues.